Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were over and under-responsive. The reporter indicated that the keypad was missing/peeling.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. The up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button was unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the complaint, the investigation revealed that the top of the battery cap was worn but was able to tighten securely to the pump.